Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose levels were 321 mg/dl, 372 mg/dl, 112 mg/dl, 368 mg/dl, 195 mg/dl, 147 mg/dl, 395 mg/dl, 100 mg/dl, 292 mg/dl, 175 mg/dl, 262 mg/dl and 147 mg/dl. The customer reported that the drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. The motor was tested outside of the device and passed. (B)(4).